Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch form received noted that the implantable cardioverter defibrillator (ICD) exhibited a high defibrillation impedance of 137 ohms. No intervention was reported. There were no patient consequences.